Event description:
It was reported that no capture was observed on the right atrial (ra) lead. Ra lead dislodgement was confirmed. The patient was scheduled for a ra lead revision (B)(6) 2024. During the procedure, the physician attempted to reposition the ra lead, the lead was retracted, the lead could not be fixed. The ra lead was removed. The ra lead was unable to be replaced due to patient anatomy and occluded access. The patient was stable.